Event description:
During a clinic follow-up, a loss of pacing and a decrease in the battery was observed on the device and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed, however the loss of pacing was not confirmed. The device was received with normal telemetry and output. Analysis of the device image indicated sudden voltage drop in the battery level, which is consistent with elevated current drain found in the device image. Further testing after cutting open the device revealed an anomalous current drain from a defective capacitor, which is consistent with the reported issue of unusual battery depletion. A longevity assessment indicated the device did not meet its projected longevity and considered premature depletion. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis indicated through visual inspection of the header attachment area, an anomaly between the pre-cast header and titanium case, which is unrelated to the capacitor anomaly and battery depletion. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.